Event description:
It was reported that a patient unintentionally navigated to the fill tubing screen while connected to the pump during a supply change and had not pressed and held the button to initiate fill tubing or deliver insulin; the patient was guided to disconnect and proceed through the fill tubing step to allow a normal rewind. Symptoms included no reported clinical effects. Outcomes included no reported impact to health and no alerts or alarms. Investigation included customer service troubleshooting and user education regarding proper infusion set and cartridge change steps. Investigation of this case revealed use error related to unintended navigation during the infusion set and cartridge change, with the device functioning as designed when the user followed disconnect and rewind guidance. It was concluded, based on previously established findings for similar reports, that the cause was user error during handling and setup.